Event description:
The customer reported being hospitalized due to low blood glucose levels, with a reading of 39 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. No lifestyle changes or exposure to high magnetic fields were reported. Advised the customer to f/u with her health care professional as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.